Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch #949c88. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/4. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 949c88, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sigmoidectomy the device was not able to fire and refused to fire first device with first and second reload and second device refused as well with 2 reloads. It was hard to open the jaws after that as well. Used a powered echelon psee60a to finish the resection. There were no patient consequences.